Event description:
Medwatch received that states: "guidewire stuck in lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)." No additional information was reported.

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record, database review, and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event: estimated. D4- the UDI number is not known as the catalogue number was not provided. Attachment: medwatch report #mw5120584.